Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Manufacturer representative reported electrode 0 <(>&<)> 2 were <(><<)>50ohms. This began on the day of the report. They reportedly removed programs that affected only 0 <(>&<)> 2. No therapy issues were reported with this event. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.